Manufacturer narrative:
Device not available for evaluation.

Event description:
There was a primary total knee arthoplasty. Two packets of simplex hv were opened to mix and within 15 seconds the bone cement was not mixing properly. It began to clump and was unusable. Delay in surgery.